Event description:
It was reported that a mother coded during an elective cesarean procedure. According to the hospital, the mother experienced a brain injury "as a result of the code". The mother is being maintained on life support and has not shown any signs of improvement.

Manufacturer narrative:
Hospital representative stated: "there was never any question of malfunction or user error in regard to the monitor or anesthesia machine." Ge healthcare field engineers completed an initial investigation as they inspected the medical devices following the incident at the hospital's request. During the initial investigation by the ge field engineer, it was found that the device was being maintained by a third party, (B)(4). The initial investigation revealed that the device was not properly maintained and was in need of preventative maintenance. There is no allegation of equipment malfunction. The monitor and anesthesia machine were never taken out of service; the units remain in use. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Pt information was not provided by the hospital.